Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose.